Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient is complaining of "shock sensations" when thunderstorms are nearby. It was questioned whether the device could pick up electromagnetic signals from thunderstorms. The device is still in use. No further patient complications were reported as a result of this event.